Event description:
It was reported that the stenoscope system had a physicist discrepancy, kv tolerance out of tolerance.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned during the service call. The system was found to be working as intended and put back into service.